Manufacturer narrative:
Correction - e1 - reporter address line 1 (B)(6).

Event description:
It was reported that a patient presented remotely with loss of capture noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.